Event description:
The following description of the event was documented on (B)(4) 2012, by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "[Name removed] called requesting a service call for this vent that is under a total service contract. He explained that last night, the vent "dumped" pressure causing the driver to stop while on a pt. The audible alarm alerted the rt so they switched the vent out without causing any compromise to the pt. While the vent was off to the side, they troubleshooted and went through 3 circuits, each time noticing that the red dump cap diaphragm kept "blowing up". I explained how usually when this happens it indicates that the side screw is mis-adjusted and that the vent did what it was supposed to do when faced with the high pressure condition. He understood and stated that there was a lot of moisture in the circuit so this could have contributed to the problem like it did the "last time". He explained that they have had previous issues with excessive rainout. He requests a "performance verification" since it failed on a pt." The following description of the event and the condition of the pt was copied from the user facility medwatch report received by carefusion from the FDA on (B)(4) 2012. Event desc: at 1645 diaphragm cap popped off the sensormedic ventilator 3100a while on infant. Diaphragm was replaced while infant was bagged by respiratory therapy. At 1735, similar incident occurred again with diaphragm popped off. Infant bagged, diaphragm replaced. Seven - eight minutes later, diaphragm popped off. At 1733 replaced circuit and recalibrated, diaphragm popped off during calibration. Orders then received to place infant on servo I ventilator. Respiratory therapy was at bedside and infant was supported at all times." "What was the original intended procedure? To ventilator infant." "Device usage problem: device malfunction - that is, the device did not do what it was supposed to do". "Device failed (e.g. Broke, couldn't get it to work or stopped working)".

Manufacturer narrative:
The user facility did not provide any pt or device codes on their user facility report. Codes were derived based on the info provided by the user facility in block b5 of the user facility medwatch report received from the FDA on may 18, 2012 and info documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep on (B)(4) 2012. (B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion field service rep. The carefusion field service rep eval the device, verified the complaint and determined that the following parts were contributing factors in the root cause of the reported event; dump valve solenoid, pr3 regulator and pr4 regulator. The carefusion field service rep replaced the dump valve solenoid, pr3 regulator and pr4 regulator and ran the device through a complete calibration and checkout to ensure that it meets all factory specs. Upon completion the device was returned to the user facility's control ready to be placed back into service. The dump valve solenoid, pr3 regulator and pr4 regulator have been received and routed to the carefusion failure analysis lab and staged for eval. Once the eval of the dump valve solenoid, pr3 regulator and pr4 regulator are completed, a follow-up medwatch report will be submitted.